Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. D4 serial no - correction. D5 operator of device code - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 01/05/2026. Data was further reviewed. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. In the middle of the night, the cgm failed without providing any audio alert. The parent noticed the failure right away upon waking and checking the device. At that time, the patient was conscious but unresponsive, unable to speak or swallow. A fingerstick was taken by the parent and the blood glucose reading was 28 mg/dl. The parent administered oral glucose gel and called the emergencies. When paramedics took a fingerstick the blood glucose reading was "high," which confused the parent, but they assumed it was due to the sugar given earlier. The patient was brought to the hospital and when a fingerstick was taken there the blood glucose reading was 36 mg/dl. The patient was treated with intravenous fluids. No further treatment was reported to be needed and after 8 hours the patient was discharged. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.